Manufacturer narrative:
(B)(6). The returned blade assembly was evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. The pattern of the galling on the tip of the inner blade suggests that radius of the inner blade tip was irregular and that the radius tangent is coming into contact with the outer blade tip. Although still within the profile tolerance, protrusions on the radius surface are indicated to have ridden on the inside of the outer tip. An engineering change was incorporated to improve this condition in october 2012. The device was manufactured prior to the design change. The device was built to the then current specifications. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident was a process issue and has since been addressed. No further investigation is necessary at this time. (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that metal fragments were seen coming from the shaver which were washed out during the case. There was no apparent injury to the patient. According to the theater manager, they could not see any metal shavings in the joint space post wash out so they would be fairly confident that there is no remaining metal in the joint space. No delay, patient injury, or complications were reported.